Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. The device was not returned. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. Correction: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse getting low flow alert. Flow rate (fr) was 0.2lpm. Picu nurse getting low flow alert in an arctic sun device. Flow rate (fr) was 0.2lpm. Guided to diagnostics screen showed that the system hours were 1005, pump hours were 874, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16 percentage, flow rate (fr) was 0.2lpm. Adjusted tubing, disconnected and reconnected pads using proper technique. Flow rate (fr) was 0.1lpm. The nurse noted one of the connectors looks flattened and was unable to send a photo. Attached second pad flow rate (fr) was still 0.2plm, removed first pad and with just new pad flow rate (fr) was still only 0.1lpm. No obvious damage to fluid delivery line (fdl). Removed both pads and placed device in manual control. Flow rate (fr) was 0lpm, circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -6.8psi. They nurse try to locate another device and hold onto first pad for investigation. Disabled manual control. Patient still needs 21 hours of cooling time. Pads lot for first pad ngs2041, second pad ngjp4009. Follow up on case (B)(4). Device found from adult unit; they need to set up to complete picu therapy. Guided to settings and changed lower water limit (lwl) to 10c and high-water limit (hwl) to 40c. Updated cooling and rewarm parameters. Flow rate (fr) was 0.7lpm when starting therapy. Guided to diagnostics showed that the system hours were 8473, pump hours were 7268, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 38 percentage, flow rate (fr) was 0.6lpm. Disconnected and reconnected pad using proper technique with no change. Tried secondary pad the nurse from earlier had obtained. Flow rate (fr) was 1.6lpm with this pad would hold onto the first for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse getting low flow alert. Flow rate (fr) was 0.2lpm. Picu nurse getting low flow alert in an arctic sun device. Flow rate (fr) was 0.2lpm. Guided to diagnostics screen showed that the system hours were 1005, pump hours were 874, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 16 percentage, flow rate (fr) was 0.2lpm. Adjusted tubing, disconnected and reconnected pads using proper technique. Flow rate (fr) was 0.1lpm. The nurse noted one of the connectors looks flattened and was unable to send a photo. Attached second pad flow rate (fr) was still 0.2plm, removed first pad and with just new pad flow rate (fr) was still only 0.1lpm. No obvious damage to fluid delivery line (fdl). Removed both pads and placed device in manual control. Flow rate (fr) was 0lpm , circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -6.8psi. They nurse try to locate another device and hold onto first pad for investigation. Disabled manual control. Patient still needs 21 hours of cooling time. Pads lot for first pad ngs2041, second pad ngjp4009. Follow up on case (B)(4). Device found from adult unit; they need to set up to complete picu therapy. Guided to settings and changed lower water limit (lwl) to 10c and high-water limit (hwl) to 40c. Updated cooling and rewarm parameters. Flow rate (fr) was 0.7lpm when starting therapy. Guided to diagnostics showed that the system hours were 8473, pump hours were 7268, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 38 percentage, flow rate (fr) was 0.6lpm. Disconnected and reconnected pad using proper technique with no change. Tried secondary pad the nurse from earlier had obtained. Flow rate (fr) was 1.6lpm with this pad would hold onto the first for investigation.